Event description:
An operating room manager reported the footswitch was not responding during a procedure. Following a 10 minute delay to switch out the footswitch, the procedure was completed with no impact to the patient.

Manufacturer narrative:
The facility did not request service; however, the customer ordered a replacement footswitch. The non-responding footswitch is returning for evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).